Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that during a recent routine change out procedure, once the right ventricular (rv) lead was removed from the header of the chronic device, the patient went asystolic and flat lined. The boston scientific sales representative (sr) attempted changing the programming to doo and that did not alleviate the asystole. The right atrial and left ventricular lead were then implanted and all measurements were back to normal, and normal pacing resumed. Boston scientific technical services (ts) was consulted and stated that they believe that since the rv port of the chronic device was open, the device was oversensing noise and inhibiting pacing as a result of that noise. The rest of the implant went well.